Event description:
A (B)(6) user facility has reported a loose bed rails. The provider changed the hardware on the assist rail with lock nuts instead of the black wing nut. The device has been in use for approximately 2 weeks. No injury.